Manufacturer narrative:
Based on the information provided, it has been determined that the thermal injury sustained by the patient was not caused by a malfunction of the da vinci surgical system, instruments and/or accessories, but occurred due to the patient's significant scarring, causing the surgeon to inadvertently damage the patient's ureter while performing dissection. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the injury sustained by the patient. The site's system logs also showed that mcs instrument that was used during the surgical procedure, has been used in subsequent da vinci surgical procedures. This complaint is being reported due to the following conclusion: during a da vinci colorectal procedure, the patient's ureter was damaged. There was no report by the site that the patient's injury occurred as a result of a malfunction of the da vinci surgical system, instruments and/or accessories.

Event description:
It was reported that during a da vinci colorectal procedure, the patient sustained a thermal injury to the right ureter. Reportedly, the injury to the patient's ureter occurred due to user error. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who reported this complaint. According to the csr, he was not present during the surgical procedure when the injury to the patient's ureter occurred. The csr indicated that prior to the surgery, the patient's ureter was stented. The csr was told by the surgeon that the patient had significant scarring from previous surgical procedures that obscured the patient's ureter during the da vinci surgical procedure. While the surgeon was performing dissection using a monopolar curved scissors (mcs) instrument the surgeon observed that the installed stent was visible, indicating that the patient's ureter was damaged. A urologist was consulted to repair the defect to the patient's ureter. The patient's ureter was repaired with the da vinci surgical system. According to the csr, there was no report by the site that a malfunction of the da vinci surgical system, instruments and/or accessories caused the injury to the patient.